Event description:
On 31-mar-2025, calyxo was made aware of a patient who had a successfully completed steerable ureteroscopic renal evacuation (sure) procedure using the cvac device that day. During the procedure, the first cvac device was attempted to be retracted from the lower pole into the ureteral access sheath; however, the cvac device appeared to be stuck in the sheath. Once the sheath and the cvac device were removed, damage was observed to the outer lumen of the cvac device. A second cvac device (MFR# 3014683069-2025-00019) was attempted, and the same issue was observed. The devices were replaced, and a third device was used to complete the procedure. No patient adverse events were reported. Investigation of the first returned device on 03-jun-2025 revealed damage to the outer lumen jacket and hypotube.

Manufacturer narrative:
MFR# is for the first device and MFR# 3014683069-2025-00019 is for the second device. The device was returned to the manufacturer for investigation. Analysis of the device exterior found the outer lumen jacket was torn and the hypotube was broken and exposed. Additionally, the inspection of the lumen ID found it was ovalized at approximately 6.5cm from the distal tip. The lot history review (lhr) for lot# p02311 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo's investigation concluded that the working channel damage/deformation was consistent with the device being manipulated under excessive force during use resulting in hypotube damage. A broken hypotube could potentially contribute to tissue damage or a serious injury to the patient if it recurs. The cvac aspiration system IFU, warning section, indicates if device is damaged or stops functioning, to stop using the device immediately, troubleshoot and continue the procedure with a new device as appropriate. Calyxo will continue to perform product monitoring as part of our post-market surveillance procedures.